Event description:
(B)(4). Event occurred in (B)(6). The patient's infusion set's tubing got detached at the quick release. The patient observed insulin out of the tubing about 6 hours after changing the set. The patient had this issue with five sets. No further information available.